Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 134 mg/dl at the time of incident. The customer stated that the no delivery alarm kept recurring. The customer stated that they have not tried different cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated they do rotate sites and avoids scar tissue. The customer stated that the tubing was not bent or kinked. The customer stated that they have not tried all remedies. The customer was advised to try the remedies to prevent recurring alarms. The customer was advised to monitor the insulin pump and call back if the alarm persisted. The insulin pump will not be returned for analysis.